Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of a 80 mm in diameter abdominal aortic aneurysm. It was reported that, approximately thirteen years and two months post index procedure, the patient presented emergently. A CT revealed that the aneurx stent graft had migrated and was horizontal within the aortic aneurysm sac with a proximal type I endoleak. The iliac limbs appeared to be in good place. The physician elected to implant an aorto-uni-iliac stent graft and an endurant stent graft limb. There was no endoleak detected at the end of the procedure. The cause of the event was unknown but the physician suspected that the cause may have been due to proximal aortic neck dilatation. The proximal aortic neck currently measured 24 mm to 28 mm to 30 mm in diameter along a 2 cm length and the aneurx stent graft had a 26 mm diameter. No additional clinical sequelae were reported and the patient is fine.